Manufacturer narrative:
On 9-feb-2026, the product investigation was completed. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31716604l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter, the patient experienced cardiac tamponade just before the end of the procedure. The blood pressure was managed with medication, and drainage was performed. The physician¿s assessment of the health hazard was that it was not serious and of moderate/mild nature. The physician¿s comment on relationship between the event and the product was that the beeat catheter (japan lifeline) is likely the cause. No extension of hospitalization was noted. No abnormalities were observed prior to product use. It is considered that there is no relationship between the bwi products used in the procedure and the event. The energy source used when the adverse event occurred was radiofrequency (rf). One catheter exchange occurred during the procedure for each. The force sensing ablation catheter used was smart touch sf. Prior to noting the cardiac tamponade, ablation was performed. The patient did not require cardiac surgery. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).